Manufacturer narrative:
(B)(4).

Event description:
It was reported that the neurostimulator had a lower than expected battery voltage (3.12 volts) out of the box. The device was not implanted in the pt. Additional info was requested.